Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 580 mg/dl. Insulin pump buttons were not responding and also they did not received by stuck button alarm. Customer had insulin flow blocked alarm and resolved by complete set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged insulin flow block alarm, unresponsive buttons and high bg's. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0869 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. Please see below for the no delivery alarm listed in the formatted history file on the event date. (B)(6) 2021 09:22:38.000 alarmalertnotification faultnumber = no delivery (7) - during bolus (B)(6) 2021 11:38:32.000 alarmalertnotification faultnumber = no delivery (7) - during bolus (B)(6) 2021 14:25:26.000 alarmalertnotification faultnumber = no delivery (7) - during bolus (B)(6) 2021 14:35:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2021 17:03:42.000 alarmalertnotification faultnumber = no delivery (7) - during bolus (B)(6) 2021 18:38:48.000 alarmalertnotification faultnumber = no delivery (7) - during basal all buttons function properly during testing. No unresponsive buttons noted. No stuck button alarm or button error alarm noted. No pump error 61 noted during testing or in the formatted history file. No damage noted on the keypad traces. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. The pump passed the keypad voltage test. The pump passed the functional testing. Unable to confirm alleged high bg's. Customer alleged insulin flow blocked/no delivery alarm was not confirmed. Customer alleged unresponsive buttons/button error alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.